Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touch screen found out of specification, overlay misalignment.

Event description:
It was reported there was a touch screen problem. The programmer was returned for repair. No patient complications have been reported as a result of this event.